Manufacturer narrative:
On 4/18/2019, it was noticed that patient details such as age and sex were inadvertently omitted from supplemental # 1. Patient is 46-year-old-male. Manufacturer¿s ref. # (B)(4).

Manufacturer narrative:
On 11/8/2018, additional information about the patient was received which indicate the patient developed atypical left atrial flutter. On post-procedure day 462, the patient developed atypical left atrial flutter. No medical/surgical intervention was required. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not investigational device-related, and possibly index procedure-related. Patient, device and method codes were added as they were not reported on the initial report. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information was received indicating the following concomitant products were used during the index ablation procedure. Concomitant bwi proudcts: - smartablate generator (uknown catalog/serial #) - preface sheath (unknown catalog/lot#) - pentaray nav catheter (unknown catalog/lot#) manufacturer's ref. No: pi1-1u9e4vt (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered dyspnea requiring medication. On post-procedure day 5, the patient developed dyspnea. An unspecified medication was administered. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and definitely index procedure-related. Radiofrequency was delivered via the catheter via 225 applications. There were no device deficiencies.